Manufacturer narrative:
One device was returned for repair with primary complaint that the device will not recognize 1 and 3 mils syringes. Review of event logs did not show any errors. Review of service history found no previous repairs noted in the last 12 months. Visual and functional testing was performed. Complaint was confirmed with onboarding test. The device was repaired by replacing the top case, plunger case assembly, plunger cable, cracked barrel clamp and battery. The device was validated using the onboard performance verification test, and the pump passed all validation tests.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would not recognize the 1 and 3 milliliter (mls) syringes. There was no patient involvement.